Manufacturer narrative:
This is a combination product. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : discarded

Event description:
It was reported that a tecnis simplicity preloaded intraocular lens was scratched upon insertion. Lens was removed and replaced with a back up lens, same model and diopter, during the same procedure. The removed lens was discarded and the patient has recovered. No further information is available.